Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Device had unresponsive act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, pump error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer was experienced high blood glucose value. No harm requiring medical intervention was reported. The device will be returned for analysis.